Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, sensor was not working. The subject pacemaker was explanted and will be returned for analysis. It was reported also that the patient felt that the new pacemaker was acting the same way as the subject one. The patient have a respiration frequency at 32/minute (laying down, resting). She complained that she has to get up at night to sit for some time.

Event description:
Reportedly, sensor was not working. The subject pacemaker was explanted and will be returned for analysis. It was reported also that the patient felt that the new pacemaker was acting the same way as the subject one. The patient have a respiration frequency at 32/minute (laying down, resting). She complained that she has to get up at night to sit for some time.

Event description:
Reportedly, sensor was not working. The subject pacemaker was explanted and will be returned for analysis. It was reported also that the patient felt that the new pacemaker was acting the same way as the subject one. The patient have a respiration frequency at 32/minute (laying down, resting). She complained that she has to get up at night to sit for some time.